Manufacturer narrative:
Device evaluation: the evaluation of heartmate ii lvas, serial number (B)(4), confirmed a driveline issue that could have contributed to the report of low speed events while on wall power, which were observed in the submitted log file. The submitted system controller log file captured one transient low speed advisory event on (B)(6) 2018 and two transient low speed advisory events on (B)(6) 2018. Several low speed advisory/hazard alarms were observed between 11:04:46 pm through 11:07:28 pm on (B)(6) 2018, reaching speed values as low as 2580 rpm. Low flow hazard alarms were also observed during these events, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. These events only occurred while the system controller was connected to an mpu. The patient underwent a pump exchange on (B)(6) 2019 and (B)(4) with the driveline severed approximately 1¿ from the pump housing. A segment of the internal portion of the driveline measuring approximately 7¿ was also returned, and the remainder of the driveline was not returned. Minor internal metal braided shield breakdown was observed along the returned portion of the driveline, consistent with the duration of use. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed a breach in the insulation of the orange wire approximately 5¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the orange wire made contact with the metal braided shield while the patient was connected to a tethered power source such as the mpu, the resulting electrical short to ground could have resulted in the low speed events observed in the submitted log file. The relevant sections of the device history records (documents (B)(4) for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had low speeds and syncope while on wall power, "in the setting" of reported wrench on the system controller. Review of the log file by the manufacturers technical services representative showed speed drops below the lower speed limit(lsl) on (B)(6) 2018, (B)(6) 2018, and (B)(6) 2018. This occurred while connected to the mpu, which may be caused by a percutaneous short to shield. There were also a number of system controller error codes, which self corrected. There were also no external power events while the patient was switching power sources. Additional information received on (B)(6) 2019, stated that the submitted x-rays were unremarkable. The customer was also returning the system controller for a fast evaluation. Additional information received on (B)(6) 2019, stated that the patient underwent a pump exchange from hm2 to hm3.